Manufacturer narrative:
This follow up MDR is created to document the additional event information, corrected implant date, and the conclusion of the investigation. A device was received in a condition making evaluation impossible. Quality was not able to perform manufacturing record review due to the lot number not being provided. The most likely root cause of the event cannot be determined at this time. If additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, possible leak. System is approximately 15 years old, no saline in system. Additional information indicated mechanical failure. No infection. Device was replaced with titan device.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, possible leak. System is approximately 15 years old, no saline in system.